Event description:
It was reported that the insulin gauge showed a different amount from what the caller expected, displaying a fill estimate of +60 units instead of the expected 300 units. There was no adverse impact to the customer's blood glucose level. Customer continued to use the existing cartridge.